Event description:
Account states they are seeing low or negative results for several analytes. The incorrect values were not reported. The technical service rep was able to correct the issue by having the account replace the sample probe.